Event description:
It was reported that physician checked the patients device and found that only 20% of the battery remained. The physician was concerned about the validity of the battery indicator since the vns had only been implanted for 2 years and he did not expect the battery to deplete so quickly. No additional relevant information, including the patient's identity, have been received to date.